Event description:
A customer reported a possible battery jump issue, noting that the battery charge declined rapidly by an unspecified percentage earlier in the day. There was no adverse impact on the customer¿s blood glucose level. The rapid change in battery charge did not result in an unexpected shutdown. Technical support educated the customer on battery best practices, and the customer was advised to monitor the system and call back if the issue persists. No additional outcome information was reported.